Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and slow retraction was continued. The operator made several attempts to change the angle, but the indicator window did not change color. Finally, the vcd was withdrawn and changed to manual compression. The vcd was used after a coronary interventional procedure using a retrograde approach. The operator had many years of experience using the exoseal. The procedure was used in the right femoral artery using a 6f non-cordis short sheath. The device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5mm. There was no visible calcium or plaque, no access vessel tortuosity, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and slow retraction was continued. The operator made several attempts to change the angle, but the indicator window did not change color. Finally, the vcd was withdrawn and changed to manual compression. The vcd was used after a coronary interventional procedure using a retrograde approach. The operator had many years of experience using the exoseal. The procedure was used in the right femoral artery using a non-cordis short sheath. The device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and slow retraction was continued. The operator made several attempts to change the angle, but the indicator window did not change color. Finally, the vcd was withdrawn and changed to manual compression. The vcd was used after a coronary interventional procedure using a retrograde approach. The operator had many years of experience using the exoseal. The procedure was used in the right femoral artery using a 6f non-cordis short sheath. The device was slowly retracted at an angle of approximately 50°, the blood return indicator pulsed to a stop, and then the blocker was slowly withdrawn for approximately 1 cm. The device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5mm. There was no visible calcium or plaque, no access vessel tortuosity, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. One non-sterile exoseal vascular closure device (6f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A 6f cordis avanti catheter sheat introducer (csi) was returned inserted on the received unit, no damages were noted on the csi. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected plug deployment and retraction of the indicator wire. The black/white/red position was also confirmed. A high magnification evaluation was conducted to assess the internal mechanism after opening the device case. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was performed and successful deployment was achieved with full lever depression and transition to the indicator window to all three colors. The internal mechanism presented no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.